Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and that mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with anterior colporrhaphy, cystotomy with repair and cystoscopy due to sui and cystocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, urinary/bowel problems, recurrence, vaginal bleeding, dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, frequency, urgency, infection and chronic cystitis.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge and vaginal itching.